Event description:
The patient was undergoing an embolization procedure to treat pelvic congestion syndrome using ruby coils. During the procedure, the physician experienced resistance while advancing the coil. The physician attempted to remove the coil out of the catheter; however, the coil was stuck in the guide catheter. The microcatheter was removed. However, several attempts were made to remove the coil out of the guide catheter but were unsuccessful; therefore, both the catheter and the coil were removed and used another coil and new catheter. The physician then encountered resistance pushing another ruby coil through a microcatheter and found that the ruby coil had unintentionally detached. The microcatheter was removed from the patient with the ruby coil inside it and was flushed out. The procedure continued with a new coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00442. Device was disposed of by the hospital.